Event description:
It was reported that the patient underwent an implantation of an intraocular lens (iol) in the right optic, which was removed and exchanged in a secondary procedure due to unexpected post op refractive error. It was stated that the physician felt there would be better outcome with a different intraocular lens power. It was reported that the patient outcome was great. No additional information was provided.

Manufacturer narrative:
(B)(4). Placeholder.

Manufacturer narrative:
The intraocular lens was returned to the manufacturer. Visual inspection under a microscope at 10x found stains and particles adhered to both sides of optic body compatible with handling the lens in an unsterile environment. Diopter measurement: diopter measurement results showed that the lens for serial number (B)(4) belongs to diopter 23.5. The product met the acceptance criteria. All pertinent information available to the manufacturer has been submitted.